Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tube and uterus, as well as migration of the essure micro-inserts.") And uterine perforation ("perforation of her fallopian tube and uterus, as well as migration of the essure® micro-inserts.") In a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding.."). On an unknown date, the patient experienced fallopian tube perforation (serious criteria medically significant and clinically significant/intervention required) with abdominal pain lower, uterine perforation (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pelvic pain, stabbing pain in pelvis") and menorrhagia ("heavier menstrual cycles"). The patient was treated with surgery (left salpingectomy and right partial salpingectomy) and surgery (salpingectomy). Essure was withdrawn. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain and vaginal haemorrhage had resolved and the menorrhagia had not resolved. The reporter considered fallopian tube perforation, uterine perforation, pelvic pain, vaginal haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: ultrasound scan result was perforation of her fallopian tube and uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-dec-2016: ptc investigation result updated. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of her fallopian tube and uterus, as well as migration of the essure micro-inserts. These both events are anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of fallopian tube and uterus perforation are unknown, and both events were diagnosed approximately 5 months after insertion procedure. Based on the nature of these events and on lack of alternative explanations, the causality between them and suspected device cannot be excluded. This case was regarded as incident, since device removal were required (salpingectomy). Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tube and uterus, as well as migration of the essure micro-inserts.") And uterine perforation ("perforation of her fallopian tube and uterus, as well as migration of the essure® micro-inserts.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum depression since 2014. Concomitant products included oral contraceptive nos from 2011 to 2014 for birth control as well as fluoxetine since 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding.."), menorrhagia ("heavier menstrual cycles"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain ("pelvic pain, stabbing pain in pelvis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain and vaginal haemorrhage had resolved, the menorrhagia had not resolved and the dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Ultrasound scan - on (B)(6) 2014: perforation of her fallopian tube and uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- reporter information, patient details, other relevant history, lab data, product information, events- dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), abdomen pain were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.